Manufacturer narrative:
(B)(4). Pump received with high sleep current measurement, problem isolated to pcb 1. Pump passed displacement test, active current measurement and self test. Pump received with cracked battery tube thread and cracked case battery tube. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had second occurrence of replace battery now alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer used suspend before low or suspend on low continuous glucose monitoring feature. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.